Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of non-specific pain, fibrin and recurrent peritonitis which required removal of the patient¿s pd catheter (not a fresenius product) and transition to hd. The etiology of the patient¿s recurrent peritonitis is unknown; therefore causality cannot be fully determined. However, what is known is patients undergoing peritoneal dialysis therapy are considered high risk for peritoneum infections. The source of the nonspecific pain was due to the peritonitis as evidenced by the pdrn¿s statement on (B)(6) 2018. Additionally, the presence of fibrin can reasonably be attributed to the diagnosis/byproduct of the recurrent peritonitis. There is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported the patient¿s has recurrent peritonitis. The date of the initial peritonitis event is unknown however a second set of peritoneal effluent fluid cultures and cell counts were obtained on (B)(6) 2018. The culture test was reportedly negative for bacterial growth; however the cell count revealed an elevated white blood cell (result unknown) count. The patient was treated with vancomycin and gentamycin; however the dosages, duration, route and frequency is unknown. Subsequently the patient¿s pd catheter (not a fresenius product) was removed (date unknown), and the patient transitioned to outpatient hemodialysis (hd) for rrt. The pdrn reported the cause of the event(s) is unknown, and no additional information is available due to patient transitioning to outpatient hd. Additional information was solicited.

Manufacturer narrative:
Additional information: date of birth.

Manufacturer narrative:
Submission: date received by MFR is 09/04/2018.